Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o ring.

Event description:
Customer reported via phone call that top of reservoir compartment and half of reservoir ring was broken. Customer¿s blood glucose was unknown. Customer stated that they took off reservoir and ring came off but the reservoir stays in place. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.